Manufacturer narrative:
Analysis for ins (B)(4) revealed the returned ins was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the setscrew on the ins was backed out too far, beyond the point of being able to engage with the connector block. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the correct implant date was (B)(6) 2017.

Manufacturer narrative:
The reported implant date was year 2016. Follow up is being done to obtain clarification of the implant date as this is prior to the device manufacturer date. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturer representative regarding a patient implanted with an imp lantable neurostimulator (ins). It was reported that the patient underwent surgery for suspected malfunctioning because all impedances were greater than 4,000 ohms (open connection). During surgery it turned out, that the lead was without any malfunction. However, the lead was not connected to the ins. The setscrew was tried to be tightened with the torque wrench (until click sound), but it was still possible to remove the lead from the header. There was no way to fasten the setscrew properly. The setscrew was defective. After replacing the ins and connecting the same lead to the ins, the setscrew was fastened correctly and all impedance values were in normal range. The issue was resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.